Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported high blood glucose readings of 526 mg/dl. Customer stated that they had cracks on the insulin pump. The insulin pump's reservoir compartment was noted to be damaged. Customer stated that the reservoir compartment did not hold the reservoir in place. No further information provided.